Event description:
Caller reported a malfunction on pump, identified as malf 12, but no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, assisted caller with resetting pump, and confirmed malfunction code did not recur after reset, allowing customer to continue using pump. Caller was advised to call back if issue recurred, which caller acknowledged and understood.